Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection confirmed the reported defect. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the asset/loaner ¿ultra¿¿ telescope with trocar tube connector has ¿tip slippage¿. The reported defect was found at an unspecified event. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide the investigation results from the legal manufacturer. The device evaluation found scratches/scrape on the coverglass at the distal end/tip of the scope. A review of the device history records (DHR) showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the scratch/scrape on the coverglass cannot conclusively be determined, however, based on the information provided the cause is potentially due to improper handling during usage or reprocessing. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints for this device.